Event description:
The c-leg presents an extremely dangerous condition when the li-on battery reaches its end of serviceable life. The c-leg will change unexpectedly into a free swinging mode and the wearer loses all hydraulic support. Otto bock's response to a person with such a leg out of warranty is to send it to them and they will check it out for a fee. While the c-leg will work fine when the battery is 100 percent charged, it will lose charge rapidly. This is an end of life function of the eli-on battery and again go into free swinging mode unexpectedly at any time. Warranties do not transfer to successive owners of the c-leg. The c-leg begins to behave unpredictably when the battery in it reaches an age and state when it will not put out enough voltage to safely keep the leg in mode 1. What it does is goes into mode 2 without warning also known as bicycle mode which is a free swinging dangerous state. Despite the otto bock literature claiming the c-leg will go into "safe mode" and lock up into a stick like high resistance mode, this is not what first happens. One could fall and injure themselves. Otto bock's response is to refuse to assist an owner to replace the battery themselves, and instead claims that because it is a "prescription" device they must handle all service and support themselves, of course for extra costs. The battery is in the hinge of the knee accessed by unscrewing a cover. Otto bock will not be clear if to access the battery will cause the leg to loose programming. For instance, when the bylon is unplugged, the leg goes into native mode and cannot be used again without programming. Otto bock will not provide the software to program the leg to the owner of the leg, but instead, forces a visit to one of their "certified practitioners" who may or may not then perform this service depending on what otto bock allows via an internet connection to the particulars of that c-leg of course for an extorsive fee.